Event description:
The customer called to report that she went to the emergency room with a high blood glucose reading of 234 mg/dl. The customer was not feeling well, and experienced dehydration and excessive thirst. Troubleshooting was performed, and the insulin pump was programmed correctly. While checking different settings, the call was disconnected. The customer was called twice, but the phone number was not in service. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.